Event description:
Catheter #3 - dr (B)(6) went to do his final run after his nc balloon to check his expansion, and in doing so, he noted that the 48mm stent that he placed had measured 58mm by our system. (He had me move the p and d to the stent edges to verify) he was very upset by this and has asked for communication after this has been investigated. Pa study: (B)(6).